Event description:
The resident found on floor of room under bed without vital signs. Pressure alarm malfunctioned and did not alarm when the resident got out of bed. Staff unable to make alarm sound following event. (Sic). Discussion conducted on 10/2/08 with risk manager at facility stated that the equipment will not be sent to manufacturer for eval, and will remain in her possession. Risk manager remarked that the equipment continually beeps every few seconds. Suspected ump equipment model#91600 and/or 93120.

Manufacturer narrative:
Risk manager is keeping possession of suspected units, therefore, an eval can not be performed.